Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they all of a sudden couldn't feel stimulation on (B)(6) 2016. Initially they started on program 2 when they left the hospital; it was working and they could feel stimulation. The patient was on mybretiq and the symptoms seemed to come back, so they changed to program 3. It seemed to be working really well. It was indicated that three to four days after changing the program, they didn't feel stimulation and the symptoms seemed to "creep up." It was noted that they were on 10 mg of mybretiq and vesicare. It was noted that they started decreasing the vesicare, and then got off of vesicare a week prior to the report. The patient mentioned that it seemed like it was coming back at night or when they were laying down for a long time. When they stood up, it would leak before they could get to the bathroom. It was indicated that the patient had floaters in the right eye, so they saw the ophthalmologist twice the week of the report and another time. A sonogram was used on their eye that could be related to the issue. The patient was able to feel stimulation and was on program 3 at 7.9v. During the report, the patient switched to prog ram 3 at 3.3v. It was advised that the patient follow up with the healthcare provider if the issues did not resolve. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they all of a sudden couldn't feel stimulation on (B)(6) 2016. Initially they started on program 2 when they left the hospital; it was working and they could feel stimulation. The patient was on mybretiq and the symptoms seemed to come back, so they changed to program 3. It seemed to be working really well. It was indicated that three to four days after changing the program, they didn't feel stimulation and the symptoms seemed to "creep up." It was noted that they were on 10 mg of mybretiq and vesicare. It was noted that they started decreasing the vesicare, and then got off of vesicare a week prior to the report. The patient mentioned that it seemed like it was coming back at night or when they were laying down for a long time. When they stood up, it would leak before they could get to the bathroom. It was indicated that they patient had floaters in their right eye, so they saw the ophthalmologist twice the week of the report and another time. A sonogram was used on their eye that could be related to the issue. The patient was able to feel stimulation and was on program 3 at 7.9v. During the report, the patient switched to prog ram 4 at 3.3v. It was advised that the patient follow up with the healthcare provider if the issues did not resolve. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.